Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to recharge the ipg and had lost stimulation. The sjm rep met with the pt and determined the ipg was nonresponsive. It was reported the pt had been without stimulation for 3 to 4 weeks. The physician replaced the ipg. It was reported the pt was programmed postoperatively, and received effective bilateral coverage.